Event description:
Pt with diagnosis of lymphoma had dual lumen pasv catheter implanted on 12/08/1998, by m.d. Pt was discharged from the hosp on 12/09/1998 after completion of chemotherapy treatment. Pt was readmitted on 12/14/1998 with an admitting diagnosis of fever and neutropenia. On 12/24/1998 a blood culture was drawn through the pasv catheter and results were reported to be positive on 12/26/1998. The pt was transferred to the intensive care unit on 12/26/1998 or 12/27/1998. The pt expired on 12/29/1998. The pasv catheter was removed following pt's death and sent to the hosp lab for evaluation. Results are pending at this time. Catheter will not be available for catheter innovations evaluation.